Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an infusion set (inset 6 mm, 23 in) with no pump alarms or noted disconnections, and fingerstick confirmed elevated glucose; the user observed that drops were no longer visible at the old infusion site, declined an immediate set change, planned a manual injection, and was advised to remain disconnected for at least two hours and to replace the infusion set before reconnecting. Symptoms included elevated blood glucose with a peak around 300 mg/dl and no reported acute complications. Outcomes included no hospitalization, no medical intervention, no ketone testing, and self-management at home without assistance. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed infusion set failure, although diminished visible drops at the site suggested possible site or delivery effectiveness issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.